Manufacturer narrative:
No device was returned for analysis. A review of the device history records for the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint is non-verifiable as the product was not returned for evaluation. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided by the supporting documentation, "physician preference" appears to have impacted on the event as reported. Without the return of the actual device in question for evaluation, lake region medical is unable to determine the exact cause for this incident. Lake region medical has no open preventative action specific to manufacturing this product differently. As indicated in the IFU (instructions for use) precautions section: · prior to use, all equipment to be used for the procedure should be carefully examined to verify proper function and integrity.

Event description:
Device/procedure outcome: procedure completed,unable to use device - attempted,different device used (same model) patient outcome: f26: no health consequences or impact event description: per cnf, it was reported that: event; the device got stuck was the device got stuck at the lesion site?; unknown. What was the physician's opinion on the cause of the event where the stent got stuck?; the catheter tip was movable; however, the wire got stuck and could not be moved. How was the stuck released?; was there any other catheter in the heart at the time of the health problem?; yes was the orion catheter used in combination?; no if q6 is 'yes,' where was the orion positioned?; if q6 is 'yes,' was the orion left deployed?; what was the size and name of the sheath that was used together?; faradrive infected: no infection name: diagnosis or treatment: resolution: different device used (same model) where did event occur: inside the patient outcome: no adverse event first time the unit was used: tested prior to use: used before expiry date: generator used ablation[?]catheter used other used event date: 2025-12-12 as reported device codes: 1457: entrapment of device or device component as reported patient codes: 9398: no clinical signs, symptoms or conditions